Event description:
Tip of instrument broke off in patient during labrum repair. Hospital reported tip could not be found when searched. Radiographs revealed piece remains lodged in the patient joint. Follow up with hospital indicated that based on the location of the piece, the surgeon did not think it may cause problems to the patient. No further consequences have been reported post-operatively.